Event description:
It was reported to philips that the heartstart mrx defibrillator right lower lead would not read and showed a not-connected message. There was no negative patient impact.

Event description:
It was reported to philips that the heartstart mrx defibrillator right lower lead would not read and showed a not-connected message. There was no negative patient impact.